Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis confirmed the reported event as an increase in power around 2 am on (B)(6) 2016, from average 3.2 watts to 3.7 watts, followed by a steady increase in power to a peak of 4.1 watts on (B)(6), outside the normal operating range was observed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined; based on the available information clinical factors that may have contributed to the reported event are multifactorial and may be attributed to medical treatment & anticoagulation therapy, progression of disease, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations.

Event description:
It was reported that this patient was admitted to the hospital for treatment of suspected thrombus. The patient presented with elevated power and elevated lactate dehydrogenase (ldh) levels. The patient was administered a 5 milligram (mg) bolus of tissue plasminogen activator (t-pa), followed by an infusion and lovenox. Aggrastat was held. Pump powers returned to baseline within 12 hours. T-pa was discontinued and heparin restarted. The patient will be discharged when international normalized ratio (inr) are between 2-2.5 with goal of 2.5-3.